Manufacturer narrative:
On 03-may-2017 product investigation results: reporter returned four toothbrush heads on 02-may-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke / brush became detached from the handle, but also a screw became detached [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on 21-feb-2017 that when he/she was brushing his/her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean broke. The consumer explained that the brush became detached from the handle, but also a screw became detached. The consumer noted that because the screw was so small, one wouldn't notice it immediately. No symptoms developed. On 06-mar-2017 received consumer's follow-up email: the consumer reported that he/she performed a scratch test, but the logo stayed in place. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke / brush became detached from the handle, but also a screw became detached [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(4) 2017 that when he/she was brushing his/her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean broke. The consumer explained that the brush became detached from the handle, but also a screw became detached. The consumer noted that because the screw was so small, one wouldn't notice it immediately. No symptoms developed. On 06-mar-2017 received consumer's follow-up email: the consumer reported that he/she performed a scratch test, but the logo stayed in place. No further information was provided.